Event description:
The account stated that the architect i2000sr analyzer has generated discrepant b-hcg results. The initial result was 20.92 miu/ml, the sample was retested and the result was <1.2 miu/ml.

Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 450 mg/dl and 140 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.